Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead has intermittent threshold and capture. It was noted that the patient feels symptoms at high outputs that might correspond with pericardial prickling. As such, the health care professional (hcp) decided to leave the output low. Last measured threshold was 2.1@0.8. X-rays show possible perforation, although further investigation on this has not been done as the patient is 99 years old and does not report any complaints. No noise or pacing inhibition reported, and lead values are in-range. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has intermittent threshold and capture. It was noted that the patient feels symptoms at high outputs that might correspond with pericardial prickling. As such, the health care professional (hcp) decided to leave the output low. Last measured threshold was 2.1@0.8. X-rays show possible perforation, although further investigation on this has not been done as the patient is (B)(6) years old and does not report any complaints. No noise or pacing inhibition reported, and lead values are in-range. No adverse patient effects were reported. This lead remains in service.